Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "difficulty filling the citrate tubes. The blood is often bubbly making it difficult to determine if fill line has been met."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos in support of this complaint. The photos show a tube with specimen in it and, the meniscus of the sample is above the minimum fill indicator. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Furthermore, 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The defect was not observed in the photos or the retention sample testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "difficulty filling the citrate tubes. The blood is often bubbly making it difficult to determine if fill line has been met."